Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the distal rca with mild tortuosity moderate calcification, and was eccentric with 99% stenosis. The pinhole rupture was noted when the 1.5 x 12 mm rx voyager was crossed and inflated at 14 atm. There were no pt effects. Another company's balloon was used for pre-dilatation, and another company's stent was implanted. The procedure was completed without complications. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this incident was moderately calcified which could have contributed to damaging the surface of the balloon such that upon inflation, the device ruptured. However, without a returned device for analysis a definite root cause for the balloon rupture cannot be determined.